Event description:
It was reported that there was a sudden lack of effect. After programming, impedances were measured to be greater than 4,000 ohms. There was a suspected lead break. Additional information received reported that the lead break was not yet confirmed. The patient experienced urinary retention, ¿so the patient could not take treatment.¿ an ultrasound showed a residual urine volume of 290 ml and back to baseline before treatment. The patient was now reportedly under drug treatment.

Manufacturer narrative:
Product ID: 388928, lot# 0202865792, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received confirmed that the lead was broken. It was unknown if any action had taken place to resolve the lead issue. A second follow up report will be sent if additional information is received.